Event description:
It was reported that: "the screwdriver keep disengaging from the screw limiting the surgeon's control of direction of the screw." It was also reported that this event delayed surgery >30 minutes and that additional anesthesia was necessary.

Manufacturer narrative:
Affected product not available to stryker for investigation. The root cause is attributed to the rounded torx profiles, are a mix of a user error and a design related issue. Two actions were raised by r&d: to ensure that the worst case in the tolerances could no longer occur, a tighter tolerance field will be implemented soon (blade and screw). Change request: (B)(4), implemented actions on (B)(4) 2010. To provide an alternative to the friction fit a holding sleeve system will be available soon.